Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level module was alarming with a fluid filled reservoir. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with their heart lung machine (hlm) during cpb. Specifically, the user noted that the low-level alarm was activated when there was adequate volume in the venous reservoir. The user attempted to re-attach the sensor but the issue remained. Next, the user placed a new sensor pad on the venous reservoir, but the issue remained. Ultimately, they had to turn off the level alarm, and with that action the alarm stopped. When the user went to the auxiliary tab to see what messages had appeared, there were none. This occurrence did not delay the case, there was no blood loss or patient harm, and the case finished successfully.

Manufacturer narrative:
The reported complaint was confirmed by the clinical review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.